Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient using a large flexnav delivery system in a patient with a pre-existing small pericardial. Heparin was administer for procedure and the patient had an activated clotting time level of 330 seconds. It was noted during procedure that there was difficulty advancing the delivery system along the patient's tortuous and calcified aortic arch. It's also noted that there was mild calcium on the femoral artery. The decision was made to first remove the 29mm navitor vision valve and large flexnav delivery system. A 20f non-abbott introducer sheath was then used and able to advance to the valve annulus. Replacement 29mm navitor vision valve and large flexnav delivery system were prepared and used to complete the procedure. One partial re-sheath of the 29mm navitor vision valve was performed due to the valve being initially, deployed too low. The final non-coronary cusp implant depth was 5.25mm. On (B)(6) 2024, it was noted via transthoracic echocardiogram, that the patient's small pericardial effusion was still present as a trivial circumferential pericardial effusion. The patient was administered protamine or reversal agent during procedure or after the procedure. There was no cardiac tamponade present and the patient was taking an anticoagulant or antiplatelet medication at the time when the pericardial effusion was dedicated. There was no intervention performed. On (B)(6) 2024, the patient went to the emergency room for swelling near the incision/access site. The patient was found to have a hematoma. The decision was made to administer the patient a short term diuretic. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's pericardial effusion is attributed to their pre-operative heart failure. The patient was discharged at the time of report. Additional information was received that during procedure that there was difficulty advancing the delivery system along the patient's tortuous and calcified aortic arch. It's also noted that there was mild calcium on the femoral artery. The decision was made to first remove the 29mm navitor vision valve and large flexnav delivery system. A 20f non-abbott introducer sheath was then used and able to advance to the valve annulus. Replacement 29mm navitor vision valve and large flexnav delivery system were prepared and used to complete the procedure. It was noted that the patient's pericardial effusion was pre-existing and noted prior to procedure. The pericardial effusion was noted as small and circumferential and decreased to trivial in size post-procedure. There was no cardiac tamponade present and the patient was taking an anticoagulant or antiplatelet medication at the time when the pericardial effusion was dedicated. There is no allegation of malfunction against the abbott devices or procedure. The cause of the patient's pericardial effusion is attributed to their pre-operative heart failure. On (B)(6) 2024, the patient went to the emergency room for swelling near the incision/access site. The patient was found to have a hematoma. The decision was made to administer the patient a short term diuretic. The patient was discharged at the time of report.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy, hematoma, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported advancement difficulty appears to be related to patient condition (tortuous and calcified aortic arch and mild calcium on the femoral artery). The reported hematoma appears to be a cascading effect of the advancement difficulty. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstance as the patient was hospitalized and short-term diuretics were administered. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6).